Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-19802. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "confirmed alcl", "collection of yellow liquid", and capsular contracture baker grade iii-IV.

Event description:
Physician reported right side "confirmed alcl", "collection of yellow liquid", and capsular contracture baker grade iii-IV. Later healthcare professional reported "cd30-positive lymphoma, strongly favor a breast implant associated large cell lymphoma and alk are negative". Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: 9/nov/2023 has been removed as this was after the explant date of the device. This date relates to the diagnosis date of alcl. It is unknown when the patient first experienced their symptoms. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family v15.0, and the event of biaalcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Physician reported patient presented with right side "capsule formation, baker type iii-IV" and wanted to exchange their biocell implants. During explant surgery, "collection of yellow liquid 150 cc" was found. The fluid was sent to pathology and the capsule was biopsied. Later healthcare professional reported "cd30-positive lymphoma, strongly favor a breast implant associated large cell lymphoma and alk are negative" and "foci of foreign body giant cell reaction" diagnosed via pathology. Device has been explanted. En-bloc capsulectomy and "breast reconstruction with breast flaps" was performed.